Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 - telephone no. (B)(6).

Event description:
It was reported that prior to patient use, the cardiosave intra-aortic balloon pump (iabp) continued to beep after shutdown, and the alarm sound could not be eliminated. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: d4(unique identifier(UDI). A getinge field service engineer (fse) was dispatched to evaluate the unit and during the evaluation fse had noticed that after shutdown, the beep sound is being continued. Fse replaced the pcb, power management, rohs. The iabp was turned off without abnormal sound and it worked normally. The equipment had passed all the performance and safety index tests specified by the factory. The equipment has been delivered to the customer and can be used clinically.

Event description:
N/a